Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and no anomaly was detected. The cause of the extended charge time is undetermined.

Event description:
It was reported that a merlin transmission showed charge time limit being reached during a capacitor maintenance. The patient presented in clinic for follow up and variability in capacitor charge times were noted. The device was explanted and replaced. The patient is doing well and is stable.